Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). (B)(6) internal). Health effect impact code: no adverse event; no patient impact h3 other text : device was not returned.

Event description:
The customer reported a "sedline with a fault and it's not reading correctly and looks like the trunk has failed". There was no patient impact or consequence reported.